Manufacturer narrative:
A stryker field technician evaluated the device and duplicated the reported issue. The pins on the ECG therapy cables were bent. The customer replaced the cable to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty therapy cable.

Event description:
The customer contacted stryker to report that their device would not charge for defibrillation. There was no patient involvement reported with the event.